Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator under traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However; an investigation has been initiated to address the potential root cause of opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device trigger could not be returned to the home position. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. Additional information: please clarify: "trigger could not be returned to the home position". Would the jaws open and close?---the jaws did not open, but the device could be released by pulling the trigger from the handle by hand. Was the jaws stuck closed? ---yes. Was the trigger "floppy"?---no. Was the handle disconnected and would not return to home position? ---no. Which firing of the device did this event occur on? ---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no, if so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.